Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [121881754/ 9893908] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. ¿ additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device [121881754/ 9893908] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: b5, d6a, d6b, d10 (concomitant). Corrected: e1 (facility name).

Event description:
Additional information received states that there was some intervention and no surgical delay. There was no issue/allegation against actis collared high size 6, pinn sector ha acet cup 54mm, and delta cer head 12/14 36mm +5.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient with hip prosthesis experienced joint cracking. No trauma was reported. Radiographic abnormality on control was noted. There was rupture of the ceramic insert, painless joint disturbance, rupture of a ceramic insert in hip arthroplasty and change of hip arthroplasty acetabulum.